Manufacturer narrative:
This serves as a correction report. Product problem" on the initial MDR was left unchecked. This section has been updated to reflect the correction.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. It was noted that the test strips the customer was using were incompatible with the meter, and had expired. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc blood glucose meter would not turn on with the button or test strip. As a result of this issue the customer was unable to test, and reported that on (B)(6) 2016 she started to feel "sleepy, dizzy, and had a pain in her leg". The customer self-treated with an unspecified dose of metformin and presented to a clinic where a laboratory work-up was performed (results not provided). The customer was diagnosed with hyperglycemia and her diabetes medication changed from metformin to insulin. She was given a prescription for insulin. There was no report of death or permanent injury associated with this event.